Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's permanent implant procedure in italy that the physician had difficulty removing the stylet from the scs lead. The physician tried multiple times but was unsuccessful in removing the stylet. Instead, the physician decided to cut the stylet and leave the lead in place. The procedure was extended approximately fifteen minutes. The patient reportedly has effective stimulation post-operative.